Event description:
Additional information: healthcare professional reports the event has led to permanent damage and it was specified "patient is still a little swollen. Refused hyaluronidase injection."

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and granulomatous reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: ¿ treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. ¿ in the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. ¿ the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis.

Event description:
Healthcare professional reported that almost 10 months following injection in the lips with one syringe of juvéderm volbella® xc, in the cheeks with one syringe juvéderm voluma® xc, and in the nasolabial folds and oral commissures with one syringe of juvéderm® ultra xc, the patient experienced ¿delayed unusual swelling on the lips, inside of the lips and on the cheeks.¿ the patient had a biopsy performed 5 days after symptoms began and the results showed "granulomatous reaction to hyaluronic acid." Three days later patient was prescribed a "prednisone dose pack and a topical cortisone". The patient was taking "vitamins" concomitantly. Patient¿s symptoms are improving. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01161 ((B)(4)) and MDR ID# 3005113652-2017-01163 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm volbella® xc.